Event description:
A (B)(6) contacted zoll customer support to report a problem with the battery on the charger. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery issue on charger) was confirmed. As received, the battery would not charge. Upon evaluation, there was corrosion on the connector. The cause of the inability to charge is the corrosion on the connector. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.